Manufacturer narrative:
Concomitant medical products: lead model 5076. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿transient rise in his-lead threshold due to acute myocardial infarction.¿ doi: 10.1111/pace.13612. Pacing and clinical electrophysiology. 2019; 42(6):754-757. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this patient¿s lead model. It was reported that the patient had symptoms of ¿ongoing chest pain¿ for nine days and presented to the hospital (of note, the patient¿s chest pains resolved on arrival). An electrocardiogram (ECG) showed ¿no changes.¿ however, a blood test showed a rise in troponin; which the author indicated was a myocardial infarction. Further testing showed ¿significant¿ stenosis. The patient underwent an atherectomy, and subsequently had a drug-eluding stent implanted. ¿intermittent¿ third-degree atrioventricular (av) block was observed. The patient¿s implantable pulsegenerator (ipg) was interrogated and it was noted that the lead threshold trend showed an ¿acute rise.¿ after the procedure the threshold continued to rise along with loss of capture noted. The system was re-programmed and further follow up visits found the patient¿s thresholds and capture had returned to baseline. The status of the lead appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.